Event description:
A hospital in (B)(6) reported that the kit head case replacement of iw930jeu baby control cosycot infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The cracked heater head of iw930jeu baby control cosycot infant warmer is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A hospital in (B)(6) reported that the kit head case replacement of iw930jeu baby control cosycot infant warmer was cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint head assembly of the iw930jeu baby control cosycot infant warmer was visually inspected at fisher & paykel service centre in (B)(4). Results: visual inspection confirmed the fault observed by the hospital. Few large cracks were found on the warmer head and some spatters on the reflector. A lot check revealed one other complaint of this nature for lot number 030120. Conclusion: it is likely that the cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint warmer head has since been replaced with a new head casing and returned to the hospital.